Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During evaluation of the device to determine root cause, the technician observed extensive damage to the device caused by the magnetic interference of the MRI machine. Zoll ventilators are suitable for use in an MRI environment with appropriate precautions. Failure to follow all instructions can result in MRI artifacts, injury to the patient or operator, and malfunction of the device. All safety procedures that are in effect for the MRI environment must be followed to prevent such occurences. Zoll recommends the device be secured to a suitable MRI compatible cart, and that the cart is held in place. In addition, the ventilator must be placed behind the 2000 gauss field line, which is approximately 2 meters from the bore opening of the MRI magnet. The device has been removed from service and scrapped. The investigation is being closed as the device was used out of specification. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while preparing the ventilator for use on a patient (age & gender unknown), the device was placed in the proximity of an MRI machine. The ventilator was sucked into the MRI machine. The ventilator was not yet attached to the patient and the patient was not in the MRI at the time of this event. The device not longer responded to front panel controls. Complainant indicated that there was no adverse effect to the patient due to the customer's report.